Event description:
It was reported that during a thermal uterine ablation procedure, the balloon ruptured while inside the patient's uterus. The procedure was aborted. There were no adverse patient consequences.